Manufacturer narrative:
Information references the main component of the system, other applicable components are: product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2016, product type: extension. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient. It was reported that a 'call your doctor' screen was seen. A health care provider (hcp) later reported via a manufacturer representative (rep) that the device was at elective replacement indicator (eri) and that there was no traumas or falls related to the issue. There was an allegation regarding the implantable neurostimulator's (ins) longevity as the patient was implanted on (B)(6) 2016. The patient experienced a sudden return of symptoms. It was later reported that an impedance test was performed and resulted in low impedances values of 38 ohms on the 0/1 pair; the patient was programmed on 0/1. The patient was reprogrammed around the short until a surgery could be scheduled. It was stated that the health care provider (hcp) did not tighten the setscrew to the 'click'; he stops just short of the click because "that isn't what he was taught". Follow-up with the health care provider (hcp) indicated that the cause of the dyskinesia was determined to be patient error and there were no diagnostics or actions/interventions performed to resolve the dyskinesia. Follow-up with the manufacturer representative (rep) indicated that an x-ray was performed and resulted in no visible device defect or injury. The patient reported via the rep that she hit her head on some cupboards, but it is unknown if that was the cause of the issues. An explant procedure was planned in the coming weeks to attempt to remedy the issue.

Manufacturer narrative:
The implantable neurostimulator (ins) battery reached normal end of life. The telemetry and output were okay. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient. It was reported that the patent was reprogrammed on (B)(6) 2016 so stimulation was at 3.0 volts. Per the health care provider (hcp) instruction, the patient decreased the stimulation to 2.8 volts the same day. The following day, the patient experienced a sudden onset of dyskinesia and when the patient programmer was checked, a out of regulation (oor) message was noted. The patient also began shaking on (B)(6) 2016 because she felt nervous. The patient was able to turn the stimulation off to clear the oor message. It was later reported by the patient that her implantable neurostimulator (ins) reached elective replacement indicator (eri). No other information was provided as the patient is following up with her hcp.

Manufacturer narrative:
Other applicable components are: product type: lead, product ID: 37603, serial# (B)(4), product type: implantable neurostimulator. Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
Additional information received from a consumer reported the implantable neurostimulator (ins) did not work. The ins did not work after being implanted for two months and a new ins was going to be implanted. A manufacturing representative later reported that they met with the patient and interrogated the ins to check impedances. The manufacturing representative got a message indicating the ins was unable to deliver programmed voltage at 1.5v. The message did not appear when stimulation was increased to 3v. Impedance tests at 3v indicated there was a short present on contacts 0 and 1. The ins and therapy had been working well, but after a reprogramming session the ins depleted quickly. The patient was going to meet with their health care provider (hcp) to discuss a course of action. A revision was done and the ins was explanted and replaced. There were no shorts present with the patient's new ins. The patient did not have any falls, but they had hit their head at some point prior to the short with the ins. X-rays were done, but no lead damage was noted. Six days after the revision, the patient got an out of regulation (oor) message on the patient programmer. The oor had not resolved and when the patient checked the ins battery level it showed 2.64v.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for parkinson's dual and movement disorders. It was reported the patient felt squirmy and she needed help to turn the stimulation down. It was a sudden change. After several attempts of getting poor communication, they were able to successfully connect and the stimulation was at 1.8v (the patient only had a right side setting). They were told by their health care professional (hcp) that they could turn it down to 1.5v. They successfully turned the stimulation down to 1.5v. The patient didn't know if they felt less squirmy but "maybe the medication they took was starting to work." It was further reported the patient turned the settings back up because when they turned the settings down, it made her more "jumpy". They were told it would take a couple of times to "get it right". The patient had tremors more so than they had before when they turned the settings down. The patient was on 1.8v and they turned it down to 1.5v and it didn't help. They were told by the hcp if they had more tremors and were squirming more that they could turn it down. They had a (B)(4) or greater reduction in her symptoms and her shoulders didn't shake anymore but they still had tremors. The implant was working. The patient had an appointment scheduled with their hcp for (B)(6) 2016 to turn the settings up and see if that adjustment helped.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.